Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2009. The causes of death are unknown.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2009. The causes of death are unknown.